Manufacturer narrative:
Additional information: h6 and h11: h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of intravia 150 ml capacity containers had large air bubbles appear in the bags. The bags are aired out completely to prevent ¿air-in-line¿ pump alarms when used by the patient; however, when checking the bags, small air bubbles start to appear from the drug additive port and coalesce into big air bubbles. Patients would have to re-prime the line to remove the air bubbles. There was no report of patient injury or medical intervention associated with this event. No additional information is available.